Manufacturer narrative:
(B)(4). Upon further investigation it has been determined that this report is a duplicate. This complaint will be closed as a duplicate and further investigation of this event can be found in report number 1416980-2013-33200.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895250 and gd895276 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested with not feeling well, restless and abdominal pain coincident with peritoneal dialysis (pd) therapy. The next day, the patient was hospitalized for the event of peritonitis. The cause of peritonitis was unknown and the treatment was unknown. The patient recovered from the peritonitis and was discharged from the hospital. Pd therapies were ongoing. No additional information is available. This is report 2 of 2.